Manufacturer narrative:
Concomitant medical products: 100 ml baxter bag ndc 0338-0049-48, lot number: p360974, exp: sep 18, 0.9% nacl injection, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of acyclovir was noted to be leaking from the cap where the syringe is connected. There was no patient harm.

Manufacturer narrative:
The customer's report of a leak at the maxzero valve was confirmed. Visual inspection of the valve under magnification showed a crack running along the top of the valve and continuing along its threads. There were no tool markings observed on the valve. Functional testing confirmed leaking from the engagement between the mated syringe and valve components. The cause of the leak was identified as a crack on the set's maxzero valve. The root cause of the crack was not identified.